Manufacturer narrative:
Our team conducted a review of the reported event, with the available information to ensure the ongoing safety and performance of the product. As this investigation has already been performed for a similar complaint, another investigation is not necessary. An investigation has been completed using all information currently available. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient used the purewick male system, and the direct caregiver indicated that the device had not been worked for approximately one week. The information was received second-hand; however, resolution was requested due to the patient experiencing daily urinary saturation. It was further reported that suction had not been effective despite confirmation that no lotions or ointments were applied. Additionally, the motor was reported to not be turning on at all. Internal response notes: caller states that the nurse's aide confirmed the machine is no longer working. There is no suction noted. Advised caller this would be sent to bd product complaints department for review and investigation. Did advise caller to speak with the original purchase entity to ensure that there is a process started on their side and let them know she spoke with bd already. Call ended pleasantly.